Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the communicator model has reached the end of its usable life. As no further information concerning this report was expected, the product investigation was completed. This investigation will be updated should further information be provided.

Event description:
It was reported that a lightning storm has impacted the communicator about a week ago and had a burning smell. A boston scientific company representative has opted to send for the communicator and cellular adapter. No adverse patient effects were reported. The communicator is no longer in service.

Event description:
It was reported that a lightning storm has impacted the communicator about a week ago and the communicator exhibited a burning smell. A boston scientific company representative advised to send a communicator and a communicator cellular adapter. No adverse patient effects were reported. The communicator is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.